Event description:
It was reported by service report that the footboard would not work when the headend potentiometer was plugged in. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: headend potentiometer, coil cord.